Manufacturer narrative:
(B)(4). The customer reported that the screen on the device was black. The device was evaluated by a local third party service provider. The symptoms was clarified as an error 20003. The control pca was replaced to resolve the issue.

Event description:
The customer reported that the screen on the device was black.